Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, g1, g3, g6, e1(contact phone number), e3, h1, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) tested in diagnostics and observed k7 leaking causing drive transducer to drift. The fse replaced the drive manifold. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received manifold, drive with a reported unit failure of maintenance code #3. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat dept. Confirmed the complaint of maintenance code 3, and the drive manifold failed the k6 k6a, k7, k8 leak test.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) showed maintenance error code 3. There was no patient involvement.